Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose. Their high blood glucose began on (B)(6) 2017 at 10:30 pm. Their blood glucose level during the incident was 425 mg/dl. Their current blood glucose level was 309 mg/dl. The customer had symptoms such as nausea, vomiting, and was very thirsty. They had been treating through the insulin pump with 15 units of insulin. Troubleshooting was performed. They did not have a bent cannula. It was noted that there was one large bubble present along the tubing. They had received a no delivery. They had removed the reservoir and was able to push insulin out. There were no air bubbles at the time of the call. It was also noted that they only inserted on their right side. They were advised to rotate their sites better. The device will not be returned for analysis.